Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was malfunctioning. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: during investigation, there was no activity outside normal patient use in black box or pump histories. No data in pump histories from time to reported issue due to continued use. No defects found during testing.